Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was post paced over-sensing t-waves. The device was explanted and replaced. Patient was stable post procedure.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
Analysis was normal. No anomalies were found.